Manufacturer narrative:
Additional information: section evaluation summary: the product sample or additional supporting materials from the account were not available for this incident. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open small bowel resection procedure. The stapling device was being used for the anastomosis. The reload used for the third firing did not have any staples in it. The stapler cut but did not deploy staples. Opened new stapler in order to complete the case. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during an open small bowel resection procedure. The stapling device was being used for the anastomosis. The reload used for the third firing did not have any staples in it. The stapler cut but did not deploy staples. There was no patient harm.